Manufacturer narrative:
Device evaluation: medtronic is leading an evaluation of the reported arm cart assembly (aca). Evaluation of the provided images show the following error messages: "arm 2: warning: sterile interface module not connected or no n-functional. Arm sterile barrier may be open." "Warning: error reading instrument. Remove and reattach instrument. If error persists, remove arm from use and contact medtronic support." And "arm 2: danger: sterile interface module disconnected; arm sterile barrier open. Touch dismiss to acknowledge." Further evaluation of the reported arm cart assembly is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic prostatectomy procedure, at the time of vesico-urethral anastomosis during suturing, repeated insertion difficulties were observed, and the system reported a loss of communication with the sterile interface module (sim), despite the instrument being correctly positioned inside the patient. Specifically, arm cart assembly (aca 2), while engaged with a large needle driver (lnd) inside the patient, lost communication with the sim and triggered a red alarm. After a few seconds, the alarm cleared automatically as communication with the instrument drive unit (idu) was restored. The team replaced the sim with a new one to resolve the issue. There was no patient injury.